Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) presented in the emergency room in ventricular tachycardia below the rate cut off. The monitoring voltage is 2.19 volts. The physician attempted to cardiovert the patient through the device and an error code was displayed. Technical services (ts) discussed once the device's monitoring voltage is 2.17 volts, the device will revert to storage mode with no bradycardia or tachycardia therapy available. Technical services (ts) also discussed charge time measurement behaviors and indicated if a charge could not be completed within 45 seconds a fault code would be displayed. This device is included in the mid-life display of replacement indicator's advisory. A device change out procedure will be scheduled in the near future. No adverse patient effects were reported. Additional information indicated the fault code displayed was for telemetry error and not due to extended charge times. The field representative indicated the device had triggered eol approximately one year prior to this issue.

Manufacturer narrative:
At this time, this device has not been returned. If additional information is received, this report will be updated.